Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0, 11.0, and 54.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had coagulated blood along its length. The embolization also had offset coil winds on the proximal end. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil shape was present. After decontaminating the ruby coil to loosen the coagulated blood. The ruby coil was re-sheathed and advanced out of its introducer sheath and its intended shape was present. The root cause of the coil not shaping during the procedure could not be determined. The coagulated blood also prevented the ruby coil from being re-sheathed prior to decontamination. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported complaint. During the functional test, the ruby coil was advanced through a demonstration lantern with resistance while advancing the proximal kink on the pusher assembly through the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician advanced the ruby coil to the target vessel, and it was not shaping; subsequently, the physician decided to re-sheath the ruby coil and try another size. While re-sheathing the ruby coil, the ruby coil became stuck and would not re-sheath; therefore, the ruby coil was removed unsheathed. It was reported that the pusher assembly of the ruby coil was stuck inside its sheath. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.